Manufacturer narrative:
Pump was received with no button response due to moisture damage on j2/lcd keypad connector. Pump was also received with moisture damage on the motor and electronic assembly noted. Pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked belt clip slot. Unable to test for battery out limit alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.